Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that on their cobas 8000 cobas ise module (double) all of their ise indirect na, k, and cl for gen.2. Of the data provided for 25 patients, 21 patient results for sodium were reportable malfunctions. Please refer to the attachment to this medwatch for patient data. The erroneous results were reported outside of the laboratory. The repeat results were deemed to be correct and corrected reports were issued. There was no adverse event. Samples were both manually loaded onto the analyzer and aliquoted by a modular pre-analytical system. The cobas 8000 ise module (double) serial number was (B)(4). The field engineering specialist checked the entire system and found the root cause to be a failure of the ise electrode. The customer replaced all of their electrodes, ran calibration and qc, and reran patient samples. All the customer's results meet their specifications. Specific details were not provided. The customer stated that they have had no further issues. Further investigation confirmed the field engineering specialist initial finding as the root cause.